Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): patient was connected to IV line post IV insertion, blood flowed back up the tubing (tourniquet was off), and then continued to leak out of tubing. Patient was disconnected and I connected them to a saline lock which I luckily had right beside me. Patient did go vasovagal with light headiness and looked slightly pale. I believe the leak was with the IV tubing and not flow regulator, but I could not exactly pinpoint at what site. My first thought when I noticed the blood flow return was the connection was loose but when I tightened it continued to flow upwards then started leaking.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.